Manufacturer narrative:
After repeated inquiries for additional information, it was learned the patient in this case had been transported to another medical facility and passed away two days later. The cause of death was communicated as congestive heart failure with no allegations against a boston scientific product or procedure. Additionally, it was communicated that the implanted products (right ventricular lead and associated ICD) were buried with the patient. If new information is received, another report will be submitted.

Manufacturer narrative:
When new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that three days post implant, this right ventricular lead dislodged. The dislodged positioning resulted in inappropriate shock therapy; however, no other adverse patient effects resulted. The physician elected to deactivate lead function until further patient recovery was exhibited at which time repositioning would be evaluated.